Event description:
The facility's nurse manager reported an incident of persantine overinfusion. A buretrol solution set and a flogard pump were being used for a persantine infusion during thallim stress tests and stress echo. The infusion of approximately 40ml of normal saline with approximately 11ml of persantine, total volume of 51ml, was being delivered over four minutes. According to the nurse mgr, the medication delivery in less than four minutes and saline was added to the buretrol to bring the ball back up. The pt complained of a headache and nausea. The pt was administered aminophylline and reprtedly, the pt recovered without any complications. No additional information available. This even was also submitted via 30 day medwatch #6000001-2005-01010.